Event description:
(B)(4). Same patient as: 2134265-2012-08015, 2134265-2012-08016, 2134265-2012-08017. Same case as: 2134265-2012-07987, 2134265-2012-07988, 2134265-2012-07984, 2134265-2012-07992, 2134265-2012-07993, 2134265-2012-07989. It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. In (B)(6) 2006, the physician deployed 3 taxus express 2 stents in the saphenous vein graft (svg) to the circumflex (cx). In (B)(6) 2009, angiography revealed critical stenosis of the svg to the cx. The critical stenosis of the svg to cx was treated with the placement of another taxus express 2 stent. In (B)(6) 2012, the patient presented with non-st elevation myocardial infarction and was hospitalized. The patient's cardiac enzymes were noted to be elevated consistent with the protocol definition of myocardial infarction (mi). The patient was referred for cardiac catheterization. The total occlusion (3 taxus liberte study stents) of the svg to 1st diagonal was treated with placement of 2 overlapping (2.25x23mm and 3.0x38mm) non-bsc drug eluting stents. In addition, the svg to distal left circumflex (stent thrombosis of commercial stents) was treated with thrombectomy followed by placement of a 3.5x15mm non-bsc stent with and excellent result. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).